Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis and testing of opened quick serter showed that it failed per inspection, due to excessive glue on the barrel walls.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the serter did not fire properly. Customer's blood glucose reading was 432 mg/dl. Nothing further reported.